Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient became syncopal and was resuscitated in the street. At the hospital, the patient was in vf. The device did not recognize the vf due to undersensing. During sinus rhythm, oversensing was observed. The physician reviewed the episodes and reported that the episodes began with inappropriate therapy due to noise. The shock induced vf and the patient had syncope. The lead was explanted and replaced. During the explant procedure, the physician reported that the lead tip was kinked. The tip remained in the patient. The patient is well following the procedure.

Event description:
Additional information received notes that variations in r-wave and lead impedances were observed on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.